Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and dehydration on (B)(6) 2019 with blood glucose of 480 mg/dl. The customer did experienced the symptoms such as nausea and vomiting. The customer was treated by manual injection, intravenous fluid. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer reported that the insulin pump had blank display and the display did returned after insulin pump restart. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.